Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high potassium (k) result that was generated by the unicel dxc 600 synchron chemistry analyzer. The false high k result was not reported out of the laboratory. The customer indicated that there was no impact or change to patient treatment.

Manufacturer narrative:
The ise system is routinely calibrated every 24 hours followed by a qc run. Prior to this event, the k qc results were within the lab's established ranges. No other chemistries were affected. No additional information is available for this event.